Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump¿s button had to be press multiple times to respond. Customer¿s blood glucose level was unknown. Customer reported that the insulin pump was not responsive to the brand new battery. The insulin pump had overall crack on the case. Insulin pump needed to rewind more than once per reservoir change. The insulin pump will not be returned for analysis.